Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the bottom door had continued to fail after repeated recovery processes were performed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 was failing intermittently. The field service engineer (fse) cleaned the contacts and applied contact enhancer, secured all connections, and cleaned the pins on the door controller board. Functional testing was performed successfully, and the system was verified to be operational. The system functioned as intended after field service engineer repaired the device.